Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the pulse field ablation (pfa) procedure with farawave catheter to treat paroxysmal atrial fibrillation (a fib), the patient experienced a pericardial effusion. No issues were noted during the pfa procedure. After pulmonary vein isolation an ict ablation was performed with the catheter blazer. The pericardial effusion was observed at the end of the procedure while monitoring the patient. Drainage was performed. The patient's hospitalization was extended, and they are expected to fully recover. It is unknown if device will be returning.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion is a known inherent risk of use of this device. Device history record review: ship history to identify the most probable lots involved in the complaint, the following lots were found: 36834560: 36832526: 36833899. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the farawave device confirmed that the event of pericardial effusion is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU mentions: "cardiac trauma". There is no evidence that any updates to the document are required at this time. Investigation conclusion: based on the information provided, the reported event of pericardial effusion is a known inherent risk of the farawave device. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave . There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that during the pulse field ablation (pfa) procedure with farawave catheter to treat paroxysmal atrial fibrillation (a fib), the patient experienced a pericardial effusion. No issues were noted during the pfa procedure. After pulmonary vein isolation an ict ablation was performed with the catheter blazer. The pericardial effusion was observed at the end of the procedure while monitoring the patient. Drainage was performed. The patient's hospitalization was extended, and they are expected to fully recover. It is unknown if device will be returning. Per additional information, the patient fully recovered. The device is not available for return due to disposal.